Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was implanted in the contralateral ear on (B)(6), 2010. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient reported decreased performance and a history of facial nerve stimulation. It was determined that the electrode array had extruded into the ear canal and an ear infection had developed. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4)